Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a pd error. A request was made to have data from this device analyzed. Data analysis confirmed this was a benign error and the device is operating as expected. Technical services informed the patient data is corrupt and will need to be re-programmed. At this time, the device remains in service. No adverse patient effects were reported.